Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve that was implanted into a surgical valve, a post implant balloon aortic valvuloplasty (bav) was performed due to a constrained inflow. Upon inflation of the 24mm tru balloon, the balloon moved aortic and dislodged the valve above the annulus and into the ascending aorta. The valve was repositioned with a snare and a second valve was implanted. No additional adverse patient effects were reported.